Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the left ventricular (lv) lead was implanted during a routine procedure. The guidewire was left in the lead during placement of the right atrial (ra) lead. After placement of the atrial lead and slitting of the left heart catheter, the physician was unable to remove the guidewire from the lv lead. After much force, the guidewire broke. Two thirds of the guidewire remained in the lead. The physician ended up removing the entire lead, recannulating the coronary sinus again and placing a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the stylet/guidewire was broken, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.